Event description:
As reported, this (B)(6) female patient, weight (B)(6)., approximately five years post initial right side tka, patient had a revision of the femoral and tibial components, lateral retinacular release, and lateral patella facetectomy.

Manufacturer narrative:
Concomitant medical products: optetrak hi-flex tibial insert sz 3 15mm (cat# 244-23-15 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, this 64 y/o female patient, weight 285 lbs., approximately five years post initial right side tka, patient had a revision of the femoral and tibial components, lateral retinacular release, and lateral patella facetectomy. No additional information after 3 attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.